Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/21/2015. The fse replaced the 6 channel preamplifier card to resolve the flags and voteouts issue. The 6 channel preamp card amplifies white blood cell (wbc), red blood cell (rbc) and platelet pulses from the apertures. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported platelet (plt) flags and vote outs (non-numeric results) on a coulter lh 750 hematology analyzer while running patient samples, and requested a service visit. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.